Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient's left hip was implanted with the (above) listed components on (B)(6) 2009 and was revised on (B)(6) 2018. It is further alleged that she experienced significant pain in her left hip, lab testing of blood and urine showed the presence of elevated cobalt and chromium and radiology studies showed the presence of pseudo tumors. It is alleged that during the revision surgery, her surgeon found signs of metallosis, which included black corrosion debris, damaged hip ligaments, the presence of pseudo tumors and metal debris at the hip/neck junction.